Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid invasion of the light guide plug section caused blackout when starting up and error e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a blackout appeared when the device was powered on and error e315 appeared during maintenance involving an olympus colonovideoscope. There was no patient involvement reported.